Event description:
This report was received from wyeth-ayerst laboratories: pt reported that they had injections of hyalgan into their right knee in 1999. They had good response, but 3 months after the injections were given they developed pain and gout in the knee, as well as inflammation. An arthroscopy was done and more arthritis was found. The consumer who reported the adverse events to wyeth-ayerst contacted the co on 3/16/00 in response to a request for add'l info. They report that at some time prior to receiving hyalgan their physician had drained fluid from the knee and pt had received a cortisone shot. Pt had 5 hyalgan injections and "felt pretty good for a while" but "maybe a couple of months" after the last injection "my knee went haywire": pt developed gout and was hospitalized in 6/99. At that time "an orthopedic surgeon put rods in my knee to suck everything out." The pt reports they "just had a cortisone shot and my knee feels pretty good." Pt is also doing physical therapy exercises. Corrective treatment: cortisone, physical therapy exercises.